Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No screen anomalies noted during testing. Frozen screen not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that up and down arrow buttons were not responding. The customer called back after installing new battery, monitored insulin pump for 2 hours and frozen display recurred. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer inserted new battery but the buttons were still not responding and insulin pump locked in bolus menu screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.